Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that this device was recalibrated, after which blood pressure became very high and sporadic for several days. The patient expressed concern about the status of the device, and technical services (ts) referred the patient to the physician. To date, this ICD remains in service. No adverse patient effects were reported.